Event description:
It was reported that the site's handheld computer "continues to freeze." A software reset was performed and the event resolves but reoccurs. The handheld computer had 7.1 programming software. The handheld and software are at MFR pending completion of analysis.